Event description:
It was reported that the customer is concerned that something is wrong with the insulin pump. While run a displacement test the motor sounded louder than usual. Performed a fill cannula and only one drop exited after delivering 3.0 units. Informed that the insulin pump is under delivering, which contributed to the customer's high blood glucose and air bubbles. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The motor had low grinding noise during rewind due to a faulty motor. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker. Overlay scratched on the act button.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.